Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The time clock did not advance when it was observed for a minute. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and esc buttons dome switch. Inspected lcd connector and no unlocked connector noted. Time advances properly. The insulin pump had cracked case at display window corner and minor scratched display window.